Event description:
Per the clinic, the patient experienced a performance decrement using the device due to a thick skin flap. The patient underwent surgery to thin the skin-flap in (B)(6), 2006. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).